Manufacturer narrative:
Additional information: the lot was manufactured from may 22, 2019 - may 31, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a small amount of fluid inside the wrapping of the minicap. This was observed during unknown process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.